Manufacturer narrative:
Upon further review of this record, it was determined that it is a duplicate of an event previously reported under MFR report #2518422-2023-16702. Any additional information will be submitted under the initially reported MFR report #2518422-2023-16702.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has several errors when turned on and there was no blower operation. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informs that the device is having a lot of errors. Customer has been servicing this unit for many months and is ready to ship it in for bench repair. The rse created a bench work order for repair. Investigation on going.